Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon receipt the monitor failed incoming testing with code 203 (pulse test fault). The root cause for the test failure is currently under investigation. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing with code 203 (pulse test fault). The last pt to use this monitor did not report any deficiencies.